Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-01997 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a gastric fibroscopy procedure in the duodenal bulb performed on (B)(6), 2010. The event was initially reported as a failure for the clip to release from the sheath. Clarification from the complainant revealed that the failure was the clip would not extend from the sheath which is also confirmed by the returned device evaluation. This is not a reportable event as there is no potential for serious injury. The device was removed and a second device was also reported to have the same failure mode. A third device was used to complete the procedure with no reported complications for the patient.

Manufacturer narrative:
Preliminary investigation results revealed that the blue sheath grip was detached from the over sheath and there was a kink in the control wire near the handle. A functional evaluation was performed and the clip deployed per design. Further clinical follow up was received, revealing that the "clip would not come off the sheath" means the clip would not advance out of the sheath. Based on the device evaluation and follow up information received; this event has been deemed a non-reportable event. The most probable root cause for this complaint has been determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-01997 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, two clips would not come off of the sheath. The physician used a third clip to stop the bleeding. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of this procedure. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-01997 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a gastric fibroscopy procedure in the duodenal bulb performed on (B)(6), 2010. According to the complainant, during the procedure, two clips would not come off the sheath. The physician used a third clip to stop the bleeding. Clinical follow up indicates that the clip did not grasp tissue nor did it release into the patient. The scope was not in a retroflex position and the delay in procedure time was approximately 15-20 minutes. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of this procedure.